Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a concomitant atrial fibrillation ablation, a farawave catheter was selected for use. During the case, after ablation in the left atrium, the physician observed a drop in pressure and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed, the effusion was drained, and the patient remained stable and was taken to their room, with the physician expecting full recovery. No resistance was felt with any catheter, no perforation location was identified, the effusion occurred after ablation, and a non-boston scientific (bsc) guidewire was used. No device issues were reported. The patient complication was observed approximately one hour after ablation had begun while the catheter was located in the left atrium. As a result of the complication, the patient required hospital admission or an extension of an existing hospitalization. A boston scientific transseptal (tsp) access product was used during the procedure. It was further reported that the facility did not provide any further update on patient status. No issues were noted during transseptal access, and no transseptal puncture (tsp) devices were in the body when the pericardial effusion (pe) occurred. The pe was observed approximately one hour after the ablation, indicating it was not present prior to or immediately following the transseptal procedure. The catheter was located in the left atrium at the time of the event. A trace pericardial effusion had been noted before the procedure, but the exact location of the pe remains unknown. No malfunctions were observed with the bsc tsp devices, and the physician did not state whether the devices or the transseptal access contributed to the event. Heparin was administered both before and after transseptal access, a full dose was given, and the activated clotting time levels were therapeutic during the procedure. The bsc tsp device is not available for return analysis as it was disposed.

Event description:
During a concomitant atrial fibrillation ablation, a farawave catheter was selected for use. During the case, after ablation in the left atrium, the physician observed a drop in pressure and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed, the effusion was drained, and the patient remained stable and was taken to their room, with the physician expecting full recovery. No resistance was felt with any catheter, no perforation location was identified, the effusion occurred after ablation, and a non-boston scientific (bsc) guidewire was used. No device issues were reported. The patient complication was observed approximately one hour after ablation had begun while the catheter was located in the left atrium. As a result of the complication, the patient required hospital admission or an extension of an existing hospitalization. A boston scientific transseptal (tsp) access product was used during the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.